Event description:
Reporters states that after she had a double mastectomy due to cancer she got breast implants. Less than one month after the implant surgery she went to the emergency room for fluid build up in the post op site and post op complications. A few months later she continued to have discomfort with the implants and returned to the doctor. She learned that she would have to have the implants removed because, they were ruptured, leaking and the source of an (B)(6) infection. Post op removal of the implants the reporter developed a non-healing wound with a chronic (B)(6) infection. The reporter has had grafting surgery and reports that her wound dehisced weeks following that surgery. Reporter states that she now has a chronic non-healing wound and an active form of (B)(6) on her chest where her implants were located. She has emotional stress with her body image, she does not look like a woman, and is not interested in having an intimate relationship because how her body looks. The reporter thinks that men would not be interested in her because of her body's condition.